Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Eval of (other): device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Mfg date and usage of device: monitor sn (B)(4): 09/2011-reuse; electrode belt sn (B)(4): 06/2014-reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us dist contacted zoll on (B)(6) 2015 to report that a pt experienced an inappropriate defibrillation event consisting of two treatments. Repid atrial fibrillation at 180 bpm with a rapid ventricular response contributed to the false detections. The pt was at the hosp at the time of the event. A review of the event revealed that the response buttons were pressed after the second treatment was delivered. The pt ended use of the lifevest.